Event description:
The customer contacted baxter?s service center reporting a system error 2367 during use on the homechoice (hc). The global technical service representative (tsr) had the home patient (hp) cycle the power to press go to start and had the hp disconnect and remove the cassette. The global technical service representative (tsr) assisted the hp to clear the alarm and advised to contact registered nurse (rn). There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Upon completion of baxter's investigation, or if other additional relevant information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for system error 2367 and the root cause is undetermined, the sample was not returned for evaluation, and a batch review was not performed to confirm the problem. The root cause could not be identified.